Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed occurrences of "cassette not attached properly" alarms. Functional testing involved occlusion testing and attaching a cassette to the device. The investigation found that the reported error message was not duplicated when a cassette was attached to the device and both occlusion sensors were within manufacturing specification. Based on the investigation, the complaint allegation was not confirmed. The downstream occlusion sensor was re-calibrated as a preventive measure.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed a "cassette not attached" error. No adverse effects were reported.